Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter perforation and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter perforation and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation and tilt. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs, tilt, blood clots, clotting and occlusion of the ivc, and a failed percutaneous removal attempt, approximately fifteen days post implant. The patient also reported pain in the groin area and anxiety related to the filter. According to the medical records the indication for the filter implant was multiple long bone fractures with a contraindication to anticoagulation due to a paraspinal hematoma. The filter was placed via the left common femoral vein and was deployed in the infrarenal position. Pre-deployment cavogram demonstrated no thrombus in the visualized portions of the vena cava, and the location of the renal veins at the l1-l2 disk space. A follow-up cavogram was performed, and the filter was noted to be sitting in excellent position and orientation below the renal veins. The patient was transferred back to the intensive care unit (ICU) in satisfactory condition. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. According to the IFU, use appropriate techniques to determine that the filter, the femoral retrieval route and distal ivc are free of thrombus. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the reported events could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the patient was reported to have a history of multiple long bone fractures and a paraspinal hematoma. The filter was indicated due to high risk of deep vein thrombosis (dvt) and the patient¿s inability to undergo anticoagulation due to the paraspinal hematoma. The right groin was prepped and draped in the usual sterile surgical fashion. Under real time ultrasound guidance, the left common femoral vein was cannulated, and a sheath was placed over a wire. A cavogram was performed, demonstrating no thrombus in the visualized portions of the vena cava, and the location of the renal veins at thel1-l2 disk space. The diameter of the vena cava was satisfactory for filter placement. The optease filter was deployed in the infrarenal position. A follow-up cavagram was performed, and the filter was noted to be sitting in excellent position and orientation below the renal veins. The patient was transferred back to the intensive care unit (ICU) in satisfactory condition. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), perforation of struts into organs, tilting of the filter, blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately fifteen days after the filter implantation. The patient additionally reports undergoing an unsuccessful percutaneous retrieval of the filter, attempted fifteen days post placement. Procedural details were not provided. The patient further asserts to have experienced pain in the groin area and anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.